Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("peeing during sex"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on the left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("peeing during sex"), photosensitivity reaction ("sensitive to ligthing") and hyperacusis ("sensitive to loud noises"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, urinary incontinence, photosensitivity reaction and hyperacusis outcome was unknown. The reporter provided no causality assessment for hyperacusis and photosensitivity reaction with essure. The reporter considered pelvic pain and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event " medical device removal was updated to more specified event" pain". On 24-apr-2020: correction due to discrepancy between coding action item and match point coder query based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('bilateral salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("peeing during sex"), photosensitivity reaction ("sensitive to lighting") and hyperacusis ("sensitive to loud noises"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, urinary incontinence, photosensitivity reaction and hyperacusis outcome was unknown. The reporter provided no causality assessment for hyperacusis and photosensitivity reaction with essure. The reporter considered medical device removal and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (¿photosensitivity reaction¿ and ¿sound sensitivity increased¿) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on the left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary incontinence ("peeing during sex"), photosensitivity reaction ("sensitive to lighting") and hyperacusis ("sensitive to loud noises"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, urinary incontinence, photosensitivity reaction and hyperacusis outcome was unknown. The reporter provided no causality assessment for hyperacusis and photosensitivity reaction with essure. The reporter considered pelvic pain and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: addition of ptc results. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.